Manufacturer narrative:
Attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request of a ¿flickering image¿ was confirmed. The device evaluation found a faulty camera cable unit. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Since there was a failure of the camera cable, the internal image sensor (ccd) may have failed. Therefore, it is likely that normal communication was not possible, leading to the image flicker. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following warnings: ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head's picture is flickering. Request to obtain additional information has been made, however, no new information has been received at this time. There were no reports of patient or user harm associated with this event.